Manufacturer narrative:
Patient¿s weight was not provided. The event date was entered as the date of publication. Literature attachment: ¿internal driveline damage under the costal margin several years after heartmate ii implant: a series of three cases.¿ the following referenced events were reported under the corresponding medwatch MFR reports: case 1 malfunction was reported within medwatch MFR report #2916596-2018-01233, case 2 serious injury was reported within medwatch MFR report #2916596-2018-01234, case 3 malfunction was reported within medwatch MFR report #2916596-2018-01235. Device serial number was not provided, therefore, the catalog number, expiration date, unique device identifier, implant date, explant date, and manufacture date were not available. Approximate age of device ¿ 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported through a research article identifying that heartmate ii may be related to a malfunction. Specific patient information is documented as unknown. Details are listed in the attached article, titled: ¿internal driveline damage under the costal margin several years after heartmate ii implant: a series of three cases.¿ this medwatch reports the case 2 malfunction. Article review summary. Durability of the heartmate ii lvas is limited by internal and external driveline dysfunction. This article looks at the location of the driveline adjacent to the costal margin in the abdominal wall that likely caused the internal driveline lead damage. Case 1 patient underwent a pump exchange due to pump alarms approximately 3 years post implant. During device exchange, it was observed that the damaged driveline leads were located in the area of the driveline adhered to the right costal margin. Case 2 patient was approximately 5 years post implant. The patient¿s lvad experienced low speed alarms. During the device exchange, it was observed that the driveline damage was initiated at the left costal margin where the driveline was adhered. It was also reported that this patient gastrointestinal (gi) bleeding that required two admissions. Case 3 patient was approximately 2.5 years post lvad implant. The patient¿s lvad experienced pump stoppages. X-rays did not reveal driveline damage however, during driveline revision and externalization, it was observed that there was driveline damage within the portion of the driveline previously under the costal margin. Replacement of the externalized portion of the driveline was performed. Review of these 3 cases found that the damage to the driveline was in the area that was adhered to the costal margin. The patient¿s movements and the velour¿s adherence to this location was suspected of the cause of the malfunctions. Since damage was also distal to this location, it was reportedly possible that the entire area was stressed due to body movement. The observed driveline damage was frayed braided shield in the 3 cases. Only one case was the damage confirmed through imaging prior to the procedure. The author of the article did state that the rate of incidence was low, however, a different location of driveline path was being utilized at their center to minimize the potential. The author reported that they practice placing the driveline through the left or right rectus muscle. The pump exchanges were performed subcostally.